Event description:
Hcp reports patient came in to have their device adjusted and during reprogramming the patient had a seizure. The patient does not have a history of seizures. The patient has recovered without sequela. The device remains implanted. A follow up report will be sent if additional information is received.